Event description:
Event description boston scientific received information that the patient with this cardiac resynchronization therapy-defibrillator (crt-d) presented to an emergency room (ER) after receiving multiple inappropriate shocks, diverted episodes and pacing inhibition. A health care provider (hcp) reported noise on the right ventricular (rv) lead from a competitor on an electrocardiogram (egm). There was no noise on the atrial or shocking channels. The episodes with noise coincided with a measured increase in the rv lead impedance one month previously. The noise could slightly be re-created with isometrics. A boston scientific technical services consultant (ts) disussed possible lead connection issues. It was noted that the rv lead had been in service for seven years.